Event description:
A nurse was attempting to discontinue the umbilical artery catheter and while pulling gently on the line, the catheter separated below the suture close to the umbilical site. This resulted in a blood loss of approx 13 ml of blood, and required a transfusion of 5 ml of packed red blood cells.

Manufacturer narrative:
(B)(4) is filing this report because the hospital staff decided that pt required a blood transfusion. Product not returned to (B)(4).